Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that during surgery the drill was broken. The drill was able to be extracted and is not left behind in the body. There is no reported adverse effect to the patient.

Manufacturer narrative:
A visual examination under magnification of the returned and confirmed reported part number and batch, was performed. The tip of the drill was broken off and returned. The fracture surface has a dull, gritty texture indicating a brittle fracture from a single overload event. Drill tip breakage may occur when excessive force is applied to the drill during use to overcome increased resistance. This increased resistance can have many contributing factors such as a sudden application of an off-axis bending, encountering dense bone, and improper surgical technique. No definitive conclusion can be made.